Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail has a bent mount and a worn latching pin. The technician replaced the side rail mounting bracket, e-ring and latching pin to resolve the issue.